Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the buttons on the insulin pump were not responding. Customer did not have a back up plan. Customer was advised to go to the hospital or the doctor. It was stated that the customer went to the doctor and the insulin pump was repaired. The customer did not want it replaced. Nothing further reported.